Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error codes 1048 (calibration check failure, cal a/b, ratio too large) and 1111 (calibration check failure, m-cal 1, response too large) were generated. The error codes were generated with new rubella reagent. The customer's instrument maintenance was reviewed and the no issues were identified. The customer was sent a new lot of rubella standard calibrators and recalibration was unsuccessful. The customer was advised to replace the matrix cell lot, decontaminate bulk solution line 1 and replace the bulk mup. After performing the recommended maintenance procedures, recalibration was successful. There was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.